Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
It was reported that the patient suffered a fall and had subsequent instability in her left knee as a result of the fall. Surgeon revised patient's knee by replacing the poly insert. All other components were well fixed.